Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device had cosmetic damage and the trigger was not moving smoothly. It was further determined that the device failed pretest for trigger test and general condition. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.